Event description:
Information received indicates the siderail is not staying up.

Manufacturer narrative:
The technician found the left siderail end tube was broken. The technician replaced the end tube to repair the stretcher.